Manufacturer narrative:
(B)(4). Device is an instrument and is not implanted or explanted. Subject device has been received; no conclusions could be drawn as the device is entering the complaint system. Service history review: no service history review can be performed because the lot number cannot be traced. The manufacture date is unknown. The service history evaluation is unconfirmed. Device used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
It was reported that the tip of a cruciform screwdriver with holding sleeve was found broken. The issue was discovered after the cleaning process. No patient or procedural involvement was noted. There is no additional information available. This report is 1 of 1 for (B)(4).

Manufacturer narrative:
Additional narrative: a product investigation was completed: the complaint condition for the 313.99 cruciform screwdriver was likely caused by consistent use over several years and possible rough handling during surgery or sterile processing; however, this complaint is not likely a result of any design related deficiency. Per the technique guide, the 313.99 cruciform screwdriver is an instrument routinely used in the veterinary mini fragment system. The device was returned and reported to have a broken tip. This condition is confirmed; two of the prongs of the cruciform tip have chipped off the device producing two fragments approximately one millimeter by two millimeters. It is likely that consistent use over several years and possible rough handling during surgery or sterile processing has led to this complaint condition. The balance of the returned device is in fairly worn but otherwise working condition. The relevant drawing was reviewed and determined to be suitable for the intended design, application and dimensional conformity when used as recommended. The condition of the returned device does agree with the complaint description. Whether the complaint condition for this device can be replicated is not applicable for this condition. The risk assessment adequately addresses the complaint event. It is likely that consistent use over several years and possible rough handling during surgery or sterile processing has led to this complaint condition. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Manufacturer narrative:
Device was used for treatment, not diagnosis. A service and repair evaluation was performed for the subject device. The customer reported the tip was broken. The repair technician reported the driver blade tip was broken. This item is not repairable. The cause of the issue is unknown. The item will be forwarded to the synthes complaint handling unit for additional investigation. The service and repair evaluation was confirmed. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.